Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings were delayed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.